Event description:
Pt had a pleural effusion and chest tube placement was advised. Physician was placing a cook pericardiocentesis set (pitg=tail catheter) at the bedside. The physician was removing the wire guide from the dilator when the physician heard a popping noise. The physican stopped and saw that the wire guide appeared to have broken. The attending physician was called to evaluate. The pt was taken to interventional radiology per the advice of the radiologist, where the defective guide wire was removed from the pts chest under fluoroscopy. The guidewire was examined after removal it had unraveled and split into a y shape. The effusion was gone after the initial tube placement.

Manufacturer narrative:
Evaluation: no product was returned to assist us with this investigation. The customer did however provide two inconclusive lot numbers. Unfortunately, without the actual complaint device we are unable to determine with certainty how this incident may have occurred. A search of our records found this to be the only complaint associated with the lot numbers provided. Considering the information provided, it is feasible to suggest that the wire guide met with resistance beyond its intended design. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. We will continue to monitor for similar complaints.